Event description:
Additional information received reported that the patient had weight loss surgery (B)(6)2015 and the patient lost 140 lbs. The patient stated the pump was "popping out." The patient wanted to know if there's a smaller pump than what they have now. The patient had an appointment (B)(6) 2016 with their healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a (B)(6) female patient receiving prialt (ziconotide) at an unknown concentration/dose via an infusion pump for spinal pain. It was reported that the patient had lost a lot of weight and the pump "turned over on" the patient. The pump had flipped and "now it's popping out." The reporter noted that at refills they have been able to flip it back and access using ultrasound. No symptoms were reported. Whether the pump flipping was a sudden or gradual change in therapy was asked and unknown; the issue was stated to have begun in 2014. The consumer stated that she would be having surgery to secure the pump and she would also have a "tummy tuck." Follow-up is not required at this time as all device required fields were deemed sufficient. If additional information is received a follow up report will be submitted.